Manufacturer narrative:
(B)(4).upon follow up with the registered nurse (rn), the sample was discarded and the lot number was not known. A batch review will not be conducted.

Manufacturer narrative:
(B)(4). The product code for the cassette is unknown.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in the set), during the initial drain on the home choice (hc) . The technical services representative (tsr) explained the alarm to the registered nurse (rn). The nurse noticed nothing that could have caused the alarm. The tsr assisted with ending therapy. The rn would start over with new supplies. There was patient involvement. No patient injury or medical intervention was reported.